Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side "rupture." Device was explanted.